Event description:
A home pt's nurse reported that the home pt had been treated for recurrent peritonitis for an unk amount of time. The home pt was being treated with an unk antibiotic by another health care facility. No additional info regarding the diagnosis and treatment is available.